Manufacturer narrative:
Insulin pump alarmed radio frequency pic failed self-test. During the self-test due to faulty radio frequency board. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Unit was tested with a water fill reservoir. Units left at pump display matched properly unit left at test reservoir. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have received a radio frequency pic failed self test. After troubleshooting, customer was advised that insulin pump would need to be replaced, and phone call was disconnected. Customer called back and reported a low blood glucose of 51 mg/dl, which was treated with food. Caller reported that while at doctor's appointment a medtronic agent was there and adjusted insulin pump. After troubleshooting for low blood glucose, customer was advised that insulin pump would need to be replaced and to contact healthcare professional.